Event description:
Per oos note from biotronik representative steve myers, this lead was capped due to oversensing and was replaced with a st jude medical 1688 lead. Also removed was a lumos dr-t, MDR 1028232-2008-01095.